Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient sometimes feels like his communicator is overheated. No adverse patient effects were reported. The communicator remains in service.